Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when patient arrived to hospital the implantable pulse generator (ipg) did not capture the ventricle. The physician conducted measurements and noted that the threshold was higher than the programmed output. The physician believes that the most probable thing was that the ventricular fibrillation (vf) occurred before, later myocardial tissue was altered due to vf and that was the reason why did not respond to ipg impulse after the defibrillation shock, however, the physician also wondered if the vf could be due to ipg lost of capture. The patient was deceased two days after this.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suddenly fell and experienced ventricular fibrillation (vf). It was also reported following defibrillation the implantable pulse generator (ipg) did not capture. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.